Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent touchscreen.there was no patient involvement.

Manufacturer narrative:
B.4: (B)(6) 2018. G.4: 06/10/2018. G.7: note this report is follow-up #1. Additional information: d.4: added UDI. Philip's technical support advised the customer to replace the touchscreen. The unit was repaired and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10. D4 - added UDI number. Philip's technical support advised the customer to replace the touchscreen. The unit was repaired and returned to service. H11. Updated contact information.